Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: a small particle on the controller¿s power cable inside the tray was observed. The inner tray for the heartmate 3 system controller was damaged. Visual inspection was done, and damaged packaging raised questions of the sterility of system controller. The reported event of a damaged carton box was confirmed during analysis. Visual inspection of the heartmate 3 system controller, (B)(4), carton box revealed damaged corners. The box was opened and there was no internal damage observed. There was no impact to the system controller sealed package or the backup battery package inside the box. The device history records were reviewed, and the records revealed the controller was manufactured in accordance with mfg and qa specifications. The heartmate 3 instructions for use ((B)(6), rev. A), in section e "symbols" (under ¿description of labeling symbols¿), includes a description of the general symbol which indicates to not use if package is damaged. This symbol is present on the label on the heartmate 3 system controller carton (10014616-a/10014615-a). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the device carton box and labels were damaged. The site requested for an exchange of the damaged product, and will be returning the damaged product. No further information was provided.